Manufacturer narrative:
The event unit has been returned to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: unknown, event description: report from the sales rep via email; the balloon did not inflate. Pre-balloon check: no. Product damage.: a hole on the balloon. Robotic case : no. Contact with sharp / high temperature instruments.: ni. Incision size : ni. Concomitant device: ni. How to insert : ni. No patient injury or illness associated with this event. Replaced to another new clinical sample c0r47 and the procedure was completed. This event unit will be returned. Type of intervention: replaced to another new clinical sample c0r47 and the procedure was completed. Patient status: no patient injury or illness associated with this event.

Event description:
Procedure performed: unknown. Event description: report from the sales rep via email. The balloon did not inflate. Pre-balloon check: no. Product damage.: a hole on the balloon. Robotic case: no. Contact with sharp / high temperature instruments.: ni. Incision size: ni. Concomitant device: ni. How to insert: ni. No patient injury or illness associated with this event. Replaced to another new clinical sample c0r47 and the procedure was completed. This event unit will be returned. Type of intervention: replaced to another new clinical sample c0r47 and the procedure was completed. Patient status: no patient injury or illness associated with this event.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of balloon leakage. The cannula was also observed to be fractured. Based on the condition of the returned unit, it is possible that the balloon leakage and cannula damage was due to instrumentation coming into contact with the trocar and/or excessive force exerted on the trocar during the procedure. However, the exact root cause of the cannula damage could not be determined. Based upon the initial description of the event, the event of balloon leakage is not reportable as it is unlikely to cause or contribute to death or serious injury. However, based on the evaluation of the returned unit, applied medical has determined that this event is reportable due to the fractured cannula. A historical trend analysis and review of production records was performed and no relevant trend was identified.